Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a nasal infection. The patient was prescribed mometasone in response to the reported event. In the initial report, section h10 was marked incorrectly, b5 was not updated, the correct b5 should be - the patient has alleged dizziness, nasal infections and taking mometasone spray for it. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of black contamination, consistent with keratin, at the air outlet of the blower box, white and black unknown dust like contamination on top and inside the blower motor and on top of the blower box, small potential hairs at the air input of the blower box .the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 19 instances of e-200 on the error log. The manufacturer concludes contaminates found were consistent with black contamination with keratin, at the air outlet of the blower box and white and black unknown dust like contamination on top and inside the blower motor and on top of the blower box, small potential hairs at the air input of the blower box were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6,h10 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a nasal infection. The patient was prescribed mometasone in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted with incorrect sections b1, b2, h1, h6, d4 and e1 corrections to previous MDR are made in this report as follows: the manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a nasal infection, dizziness. The patient was prescribed mometasone spray in response to the reported event. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section d4 (UDI) number was wrongly captured in previous report and corrected in this report. Section e1 initial reporters details was wrongly captured in previous report and corrected in this report. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.